Event description:
It was reported that slow balloon deflation occurred. The target lesion was located in the calcified superficial femoral artery (sfa) extending to the popliteal artery. A 4.0mm x 220mm x 150cm, otw coyote¿ balloon catheter was advanced to dilate the lesion. The balloon was inflated without any difficulty using a 26 encore¿ inflator loaded with 50% saline and 50% contrast solution to a total of 12ml. However, during deflation, the balloon took an extraordinary length of time to deflate. Deflation took between 40-50 seconds which was outside the normal deflation time despite maximum negative pressure applied on the inflation device. Eventually, the procedure was completed. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote balloon catheter. The batch number on the device and packaging matched the batch number for this complaint. The balloon was deflated, as-received. There was contrast in the balloon and inflation lumen. Microscopic examination of the proximal weld region revealed no damage to the weld or surrounding area. Functional testing was performed by connecting an inflation device filled with water to the hub and loading a .014" kinetix plus guidewire through the guidewire lumen. The device was inflated to 14atm. The complaint device was made to deflate by applying negative pressure with the inflation device, and the device deflated in 30-35 seconds. Inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that slow balloon deflation occurred. The target lesion was located in the calcified superficial femoral artery (sfa) extending to the popliteal artery. A 4.0mm x 220mm x 150cm, otw coyote¿ balloon catheter was advanced to dilate the lesion. The balloon was inflated without any difficulty using a 26 encore¿ inflator loaded with 50% saline and 50% contrast solution to a total of 12ml. However, during deflation, the balloon took an extraordinary length of time to deflate. Deflation took between 40-50 seconds which was outside the normal deflation time despite maximum negative pressure applied on the inflation device. Eventually, the procedure was completed. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).